Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 439 mg/dl. The customer's mother stated that prior to the event, the customer had been experiencing high blood glucose levels. The customer's mother also stated that the customer uses a model mmt-381 silhouette infusion set and that she last changed her infusion set the day before the event. Programming was correct. Troubleshooting was performed and the insulin pump passed the fixed prime and the high pressure tests. Nothing further was reported.